Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51-53 mg/dl; cause was not known. Reportedly, the customer consumed carbohydrates and a glucose drink to attempt to bg level. Reportedly, pump was disconnected after customer experienced the low bg. Customer consumed large amounts of carbohydrates and bg level remains constant. Recommendation was made to consult with a diabetes educator or endocrinologist to discuss diabetes management.